Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 09/15/2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used in a spaceoar vue placement procedure on an unknown date. The procedure was completed successfully. During the planning computerized tomography (CT) scan, there seemed to be rectal wall infiltration. A magnetic resonance image (MRI) scan was done confirming a rectal wall infiltration near the apex. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 09/15/2022. Block b5: update based on additional information received. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used in a spaceoar vue placement procedure on an unknown date. The patient has a large rectal cyst in the 4 o clock to 6 o clock position in the rectum. The procedure was completed successfully. During the planning computerized tomography (CT) scan, there seemed to be rectal wall infiltration. A magnetic resonance image (MRI) scan was done confirming grade 1-2 rectal wall infiltration near the apex. There have been no patient complications reported as a result of this event. ***additional information received on october 7,2022 *** the procedure was performed under local anesthesia.